Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. Unit received moisture damaged at motor assembly. Unable to verify button error alarm due to blank display. Pump received with scratched lcd window. Unit received cracked case display window corner. Unit received with cracked lcd window. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.